Event description:
It was reported the patient underwent an ipg pocket revision on (B)(6) 2014, due to the patient's ipg being flipped. The ipg was implanted deeper.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.